Manufacturer narrative:
(B)(4). A 510k number will not be included in the MDR as this product is manufactured and distributed outside of the united states. This MDR is being submitted as this product is distributed by baxter and a similar or like product is distributed in the us. Follow up information will be submitted as it becomes available.

Event description:
This is a report of a (B)(6) patient who received a over fill. Per the reporter of this event, the over fill was attributed to the nurse error as she kept pressing the balance alarm. Each time the balance alarm was pressed, the patient received fluid. The end result was that the patient received 5 liters of fluid where there was no fluid removal programmed. No further information was available.